Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was inspected and found thermal damage at the distal end. One distal clevis ear of the instrument was cut off for inspection purposes and conductor wire weld damage was found, which was determined to be the cause of the arcing. The electrical continuity test failed. The root cause of the thermal and weld damage is attributed to device design. An additional related finding was thermal damage on the conductor wire cap and distal clevis. Root cause of this failure was attributed to mishandling/misuse. Failure analysis also identified the following failure which was not related to the alleged complaint and related findings. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.039¿ - 0.229 in length and were not aligned with the tube axis. The root cause of scratch marks / abrasions on the instrument main tube is typically attributed to mishandling / misuse. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log for the permanent cautery hook instrument (420183-12 / n10180206-987) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 0:42:00. The alleged event occurred on the 9th use of the instrument. Review of the provided image was consistent with the alleged complaint of, "cable appears frayed at the tip and has some melting on the cautery casing on the tip". Based on the information provided at this time, this complaint is being reported due to the following conclusion: the complaint reported melting on the cautery casing on the tip and failure analysis of the returned instrument identified thermal damage at the distal end at the conductor wire cap and distal clevis, along with conductor wire weld damage. While there was no known harm or injury to the patient, the reported failure mode could result in arcing and would likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the permanent cautery hook instrument cable appeared frayed at the tip and had some melting on the cautery casing on the tip. A backup instrument of the same type was used to continue, and the procedure was completed. An image of the instrument was provided for review, but no further details related to the event were provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received as of the date of this report.